Manufacturer narrative:
Correction to evaluation codes method and result. Device evaluation summary: the service engineer (se) inspected the device and confirmed the reported issue. The se replaced the pressure solenoid (psol). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an alarm and entered backup ventilation. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.

Manufacturer narrative:
Correction: evaluation conclusion and result codes. Device evaluation summary: the following part was returned for failure investigation: breath delivery (bd) pressure solenoid (psol). The bd psol was functionally tested and no malfunction or product deficiency was identified. A review of the ventilator diagnostic logs was conducted with no observed errors. Conclusion: there was no fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: service personnel (sp) inspected the ventilator and found an error code in the ventilator memory logs. The sp confirm the reported condition and reported that the proportional solenoid (psol) valve was replaced to solve the issue. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. One breath delivery psol was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The psol was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations without any errors observed in the ventilator diagnostic logs. There was no fault found with the returned psol. If information is provided in the future, a supplemental report will be issued.